Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed, 20x2.75mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified anterior descending artery. Predilation was performed with a balloon. Following predilation, residual stenosis was 20%. A 2.50x16mm promus element¿ plus drug-eluting stent was selected to treat the lesion but the stent cable had twisted and broke approximately 15-20cm from the hub. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink 241mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The outer extrusion was kinked in several locations across its length. The overall damage evident was likely caused by excessive tensile force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed, 20x2.75mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified anterior descending artery. Predilation was performed with a balloon. Following predilation, residual stenosis was 20%. A 2.50x16mm promus element¿ plus drug-eluting stent was selected to treat the lesion but the stent cable had twisted and broke approximately 15-20cm from the hub. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable.